Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202300 model: db-2202-30 serial: (B)(6). Batch:(B)(6).

Event description:
It was reported that the clinical study patient, vercise dbs registry a4010, developed severe worsening parkinsons disease and was admitted to the hospital. Additional information was received that despite rehabilitation services and optimization of oral parkinsons therapy there was no improvement. The patient was admitted for further evaluation and the implantable pulse generator (ipg) was found to be completely switched off. The ipg was turned on, the patients condition improved and the patient was discharged.

Event description:
It was reported that the clinical study patient, (B)(6), developed severe worsening parkinsons disease and was admitted to the hospital.